Event description:
Per user facility report, "hubert port needle cannula inserted into pt's infusaport, unable to flush tubing or fluids to flow. Connecting lumen appears to be solid plastic." Pt hiv+.